Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 12-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that during fluoroscopy placement the cortrak2 tube perforated the patient's bowel. The cortrak-2 enteral access system was not used for placement of the device. Additional information received 26-sep-2018 stated the incident occurred in (B)(6) 2018. The user facility noted the patient presented with feeding intolerance and a computed tomography (CT) scan revealed bowel perforation. An exploratory laparoscopy with repair was performed. The patient's status was reported to be stable. There was no additional information reported.